Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the cable was twisted. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the broken cable by applied excessive force. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the snow noise was displayed on the endoscopic image and the error e226 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.